Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that during an implant procedure to add an right atrial (ra) lead, the setscrew of the atrial port came out of the grommet when connecting the ra lead. It was noted the grommet was then removed, the setscrew was inserted and screwed again and all components were covered in medical silicone to resolve the issue. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: analysis could not be completed. Review of the save to disk data could not substantiate the complaint.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.